Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during priming with a polyflux 17l an external water leakage was observed. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, two photographs of the sample were provided for evaluation. The visual inspection of the two provided photos shows the product during treatment. The first photo shows a drop of water on the edge of the header cap but the root cause for the leakage is not visible. Photo two shows the box with the carton label. The reported condition was verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.